Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 and its associated cubies failed and required maintenance. The customer performed a reboot and recovery attempt; however, the issue was not resolved. The station was then power cycled by unplugged and reconnected the power cable, but the issue persisted, and the drawer remained in a failed state. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn 14871093 was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn 14871093 was performed from the date of manufacture, 23-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) confirmed that customer resolved the issue and no further investigation required for this device. The system functioned as intended after the customer resolved the issue.